Event description:
Upon further review of the manufacturer's complaint record database, it was determined the event was also reported under MFR. Report# 1627487-2017-03516. Also, stimulation was restored post-op.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging their ipg as recommended. In turn, it became inoperable over time. As a result, the patient's ipg was explanted and replaced.